Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation, leading to device non-use (date not reported). The implanted device remains. A procedure was performed on (B)(6) 2012, to reposition the implant.

Manufacturer narrative:
Implanted device remains.